Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with fold/wrinkles in both eyes one day post treatment. It was reported that bot flaps were re-floated in the operating room on that day ((B)(6) 2014). It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry visual acuity, discomfort and tearing in both eyes. Bcva right eye pre-op 20/20 post-op 20/200. Bcva left eye pre-op 20/20 post-op 20/60.